Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6)2012 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6) , ubd: 07-jun-2014, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day), clonidine (n/a mcg/ml at n/a mcg/day), and bupivacaine (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient said, the patient said, 'my doctor thinks part of the catheter might be clogged and might not be getting the full medication, and they are getting that done at the end of this month.' The patient stated that healthcare provider (hcp) has been working with them/thought of catheter issue 'about a month and a half ago. When the healthcare provider (hcp) took out the medicine while refilling somedays it works great and some days not all and they felt miserable. So, he ran a test to make sure it's not clogged,' and stated they've been having these symptoms for 'quite a while,' but did not provide any further information.